Event description:
The customer reported a non-reproducible troponin I (access accutni+3) result for one (1) patient involving the laboratory's unicel dxi 600 access immunoassay system (serial number (B)(4)). The customer reanalyzed the patient's sample on the same unicel dxi 600 access immunoassay system after re-centrifugation and obtained a lower result that was within the same clinical category but significantly lower than the initial result. The customer also analyzed the patient's sample on their alternate unicel dxi 600 access immunoassay system (serial number (B)(4)) and obtained a similar result that was within the same clinical category but significantly lower than the original result. The customer then performed maintenance on the initial unicel dxi 600 access immunoassay system and reanalyzed the patient's sample three (3) additional times. All results obtained were similar to the repeat results obtained both on the original unicel dxi 600 access immunoassay system and the alternate instrument. The elevated accutni+3 result was released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Calibration and qc (quality control) parameters were recovering within expected ranges at the time of the event. The patient's sample was collected in a lithium heparin tube which was then centrifuged at 3,000 rpm (revolutions per minute) for five (5) minutes. Other than being slightly icteric, no issues with sample integrity were reported by the customer.

Manufacturer narrative:
Pt weight: the customer did not supply the patient's weight. A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. There is no evidence that the access accutni+3 reagent was returned for evaluation. In conclusion, the cause of the event cannot be determined with the available information. Bec internal identifier for this patient is (B)(6).